Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and monarc and mesh were implanted. It was reported that the patient underwent another procedure on (B)(6) 2011 and intepro y-sling and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. Note: interceed was listed as an implant on the medical records but was not listed on the complaint.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, recurrence, dyspareunia.

Manufacturer narrative:
It was reported by an attorney that the patient experienced urinary frequency, distended bladder, dyspareunia, urinary urgency, and scarring. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.